Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance inspection, the cardiosave intra-aortic balloon pump (iabp) had an abnormal noise .there was no patient involvement .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that during maintenance inspection by getinge field service technician (gfst), the cardiosave intra-aortic balloon pump (iabp) had an abnormal noise .there was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. A getinge field service engineer (fse) detected scroll compressor abnormality. After confirming the noise, replaced the scroll compressor (0119-00-0236), muffler 1/8 npt (0103-00-0631) and muffler <100 micron (0103-00-0499). After the replacement, fse conducted an operation check and confirmed that there were no problems. No damage caused.

Event description:
N/a.